Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the up, down, and ok keypad buttons were intermittently unresponsive and the contrast button was responsive. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The keypad buttons were reportedly sticking and intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.